Manufacturer narrative:
A ge service representative performed an investigation. The smart power switch pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system would not turn on when the on/off switch was pressed (no boot). This resulted in a total loss of imaging functionality, which could result in procedural delays. There is no report of injury or death associated with this event.